Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the cgm displayed 52 mg/dl, no fingerstick was performed. Based on the cgm reading, the patient drank orange juice and took glucose tablets. However, after treatment the cgm value did not go up. The patient did not feel any symptoms of hypoglycemia and was feeling anxious about his cgm value and decided to drive himself to urgent care. At the urgent care, they took a fingerstick which gave a bg reading of 300 mg/dl, there was no cgm value provided. The patient was advised to go to the hospital, and an ambulance took him to the hospital. At the hospital, he was given insulin and potassium via IV. The patient said that his cgm was still low (unable to provide the exact reading). The patient stayed at the hospital for about 4 hours and was discharged on the same day. Before he left the hospital, they did a fingerstick which showed a bg of 150 mg/dl. At the time of the call, the patient said that he is fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.